Event description:
It was reported that a (B)(6) patient underwent a kyphoplasty procedure on levels t9 and t11. A cement extravasation in the inferior endplate to level t11 was noted. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up with representative.